Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI upn: m365sc12160 model: sc-1216 serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the lead had high impedances. During the procedure to replace the lead, the lead would not disconnect from the implantable pulse generator (ipg) as the port screws would not disengage. The physician opted to replace both lead and ipg. The patient was doing well postoperatively and the explanted devices were not returned.